Event description:
It was reported that the patient developed a hematoma due to a fall unrelated to the device. The hematoma was evacuated and the patient tolerated the procedure well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.